Manufacturer narrative:
Manufacturers ref (B)(4). Summary of investigational findings: from a publication review, cook medical became aware of the literature article, ¿influence of primary intimal tear location in type b aortic dissection as a factor portending retrograde type a aortic dissection after endovascular repair¿, where cook¿s stent grafts were used, among other products. Five complaints were created based on this article to cover the five patients listed in table 2. This pr addresses patient no. 4 in the table, a patient with marfan syndrome. The patient had a cook tx2 graft implanted. The stent graft was 7.14 % oversized. 13 days after the procedure a retrograde type a aortic dissection was found. The patient refused open surgery and died. A clinical assessment of the information from the article was made. Per the clinical assessment the cause of rtad is likely to be multifactorial, broadly categorized into procedural-related, stent graft-related, arch anatomy-related, disease-related and disease progression-related. As this event occurred 13 days post-tevar in a patient known to have marfan syndrome this event is likely caused by a combination of the disease-relatedness and stent graft-relatedness. It has not been possible to establish an exact cause for the dissection. As stated in the clinical assessment, it is likely that the patient condition contributed. Per the IFU the safety and effectiveness of the zenith tx2 taa endovascular graft with the z-trak plus introduction system have not been evaluated in the patient populations with diagnosed or suspected genetic connective tissue disease. No evidence to suggest that the device is not manufactured according to specification. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). Article: influence of primary intimal tear location in type b aortic dissection as a factor portending retrograde type a aortic dissection after endovascular repair, al-kalei et al. 2018. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404. Registration no.: 3005580113. H6)device code: 3191 - no code availavle for dissection. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to article: 13 days after tevar patient presented with retrograde type a aortic dissection. New tear connected to stent: unknown. Patient refused open surgery and died. Patient outcome: the tx2 stent graft was not removed from the aorta, patient refused open surgical repair. Retrograde type a dissection should have been repaired with open repair, however, the patient refused. Whether the product cause or contribute to the need for additional procedure is unknown. Patient most likely died due to retrograde type a dissection.